Manufacturer narrative:
Additional information: g3, h3, h6. The reported event was confirmed as the visual evaluation of the received ar-9628 with batch 022216 noted that the distal end of the 3.0 mm drill bit had broken off (see evaluation pictures 2 + 3). No broken pieces were returned for investigation. A functional test was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear resulting from repeated insertion and/or removal of the device, as well as extended use in the field. Manufacturing date 2022.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a reverse shoulder prosthesis, the tip of the device broke off during drilling and remained in the patient. However, no second operation or revision is necessary. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number.